Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. Please note that the date of event was not provided. The manufacturer has requested additional information from the customer; however, no additional information has been obtained.

Event description:
During preparation for a thrombectomy procedure, the hospital staff noticed that the penumbra system ace 64 reperfusion catheter (ace 64) was kinked upon removal from the packaging. The kinked ace 64 was found prior to use and was not used for the procedure. The procedure was completed using a new ace 64.

Manufacturer narrative:
The hospital could no longer locate the device; therefore, it is not available for return. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital could no longer locate the device; therefore, it is not available for return.